Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the MRI scanning the same area where the device is implanted, the MRI facility not following IFU during the MRI procedure, and the patient experiencing a fall/injury recently have been ruled out as potential causes. However, the patient has a urolift device implanted to treat enlarged prostate. The cause of the loss of therapy is unknown; standard reprogramming of the waa resolved the loss of therapy. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI issue rates remain acceptably low; thus, CAPA is not required. Issues after an MRI issue rates will continue to be tracked and trended.

Event description:
The patient reported pain after an MRI. The reported pain was the original pain due to loss of therapy following the MRI procedure. The patient's waa was reprogrammed and the stimulation is working on the new setting.